Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm. His blood glucose level was 200 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor anomaly. The insulin pump was received with minor scratches on the display window.